Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for shock impedance greater than 200 ohms in the triad configuration. The shock impedance at implant of the crt-d (normal device replacement procedure) was 42 ohms. The proximal defibrillation coil was programmed off and the shock vector was reprogrammed unipolar from the distal defibrillation coil to the crt-d. The impedance in this configuration was normal. Both the crt-d and right ventricular lead remain in service at this time and no adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for shock impedance greater than 200 ohms in the triad configuration. The shock impedance at implant of the crt-d (normal device replacement procedure) was 42 ohms. The proximal defibrillation coil was programmed off and the shock vector was reprogrammed unipolar from the distal defibrillation coil to the crt-d. The impedance in this configuration was normal. Both the crt-d and right ventricular lead remain in service at this time and no adverse patient effects were reported. It was additionally reported that the patient underwent revision of the crt-d pocket due to scar tissue. The device was moved to a sub-pectoral position on the same side and during the revision it was also discovered that the pin of the proximal defibrillation coil was loose in the crt-d header. It was re-inserted and subsequent shock impedance testing was normal, at 46 ohms. No additional adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for shock impedance greater than 200 ohms in the triad configuration. The shock impedance at implant of the crt-d (normal device replacement procedure) was 42 ohms. The proximal defibrillation coil was programmed off and the shock vector was reprogrammed unipolar from the distal defibrillation coil to the crt-d. The impedance in this configuration was normal. Both the crt-d and right ventricular lead remain in service at this time and no adverse patient effects were reported. It was additionally reported that the patient underwent revision of the crt-d pocket due to scar tissue. The device was moved to a sub-pectoral position on the same side and during the revision it was also discovered that the pin of the proximal defibrillation coil was loose in the crt-d header. It was re-inserted and subsequent shock impedance testing was normal, at 46 ohms. No additional adverse patient effects were reported.